Manufacturer narrative:
(B)(4). D4: batch #t5ck49. Product investigation summary: the analysis results showed that one gst60b cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. No functional test was performed due the condition of the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional information was requested and the following was received: is the current patient status known? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
The or nurse noticed that the reload felt somewhat loose when taking it out of the sterile package. Loading the reload in the stapler also was difficult. When positioning the device + reload around the targeted tissue the reload drops out of the stapler. The surgeon decides tot retract the stapler device + reload and uses a new reload.